Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The reported issue is currently under investigation. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system had uncommanded x-ray exposures. There was no pt injury or death reported.